Event description:
A positive advia centaur (B)(6) result was obtained for a patient sample. A redraw sample was tested and the result was (B)(6). The patient sample was tested by the state and the result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Patient's existing condition is unknown. The calibrations and daily qc were within range. The instrument is performing within specifications. No further evaluation of the device is required.